Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On 04/02/2024, the patient experienced a skin reaction with burning, redness, inflammation, and infection, under entire patch area. The patient went to see a healthcare provider (hcp) and the reaction was treated with a prescription of an oral antibiotics, cefalexin. At the time of the report the patient was stable. No additional patient or event information is available.